Event description:
Slc55g dlu calibrated and fired. A slcr55g reload was loaded onto the dlu and calibrated. The slcr55g reload was then fired and pc displayed, "firing cycle complete". However, the knife from the reload was exposed and did not divide the tissue.